Event description:
Allegedly, on (B)(6) 2020 the femoral neck of the device failed fracturing into two pieces, on that same date the device was surgically removed. During the revision procedure the doctor observed metallosis deep in the hip. (Right hip).